Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation with a qdot micro and the patient experienced pericardial effusion that required pericardiocentesis. At the end of the afib case post use of biosense webster products, a pericardial effusion was noticed and confirmed by intracardiac echocardiogram. The physician was completing a standard check before finishing up the procedure when the injury was discovered. The medical intervention provided was a pericardiocentesis. The patient fully recovered however required extended hospitalization (stayed overnight). The physician believes that the pericardial effusion was caused by a perforation made during the transseptal puncture with the baylis needle. Ablation was performed prior to noting the pericardial effusion. No evidence of steam pop.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot: 31395588l and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Additional information was received on 22-oct-2024. The sheath used for transseptal puncture was the vizigo sheath. The transseptal puncture was not difficult. Therefore, it was assessed to also report this adverse event under the vizigo sheath as the physician believes the event occurred during transseptal. In addition, updated the d10. Concomitant medical products and therapy dates section to include the vizigo sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).